Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the patient had a history of proliferative retinopathy, retinal detachment with scleral buckle procedure, pars plana vitrectomy, membrane peeling and cryo surgery (pre-existing). Postoperatively, the surgeon noted a scleral buckle with retina attached and macular traction. The surgeon felt the traction in the macula was the main limitation in the patient's vision. She was referred to a retinal specialist. A trace of posterior capsule opacification was also noted, but not felt to be visually significant. The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty three of thirty nine.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. Medical records were received on 04/08/2010. (B) (4). (B) (4). (B) (4).